Event description:
After having the essure implanted, I have had bled more than I have ever bled and have extremely painful periods very frequently. I have no intimacy as it hurts after sex and often during. I have lost bladder control often leaking from a sneeze. I have been hospitalized and have had to miss work almost losing my job. I have excruciating pain all the time mostly on my left side. I am fatigued and have no energy. Undergone numerous tests because they thought it was a gi problem. The only thing it has done has kept me from getting pregnant which compared to all the side effects I've had, I would happily trade its place. I am now looking at the hysterectomy I didn't want to have in the first place because of the damage the essure has done to me.